Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and the patient experienced pericardial effusion that required medication and prolonged hospitalization. They started the procedure with no effusion and ended with an effusion. At a few points during the procedure going across the roof of the left atrium from the right veins to the left veins there was a "high force vector" of 56 and it was not looked into. In the appendage there was a little high force but it never reached as high as it did on the roof. Looking on intracardiac echocardiography (ice) led to the discovery of the event. The patient received some "pressures", they did not do a "tap", they decided it was small enough to just monitor the patient overnight. Caller commented the echo tech considered the effusion minute to small. The patient was stable. Additional information was received. The physician thought he may have perforated in the appendage and therefore, believes the opinion on the cause of the adverse event was the procedure. A transesophageal echocardiogram (tee) was performed and the effusion was deemed not significant enough to do a pericardiocentesis. Patient required extended hospitalization but improved and was taken off pressors. Transseptal puncture was performed. No evidence of steam pop. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Error messages observed on the biosense webster, inc. Equipment during the procedure was inadequate current error on the control monitor. The event occurred during the ablation phase. The high force vector issue was assessed as not reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The current leakage error was assessed as not reportable. This issue was highly detectable and requires adjusting system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. Patient safety is unaffected by this issue. The adverse event was assessed as MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 26-sep-2024. The high force was accurate. There was no issue with the force reading. Believes the error that happened from the monitor was the inadequate current error. The issue resolved when the staff stopped pacing from a bad electrode on the coronary sinus catheter. They also rebooted ngen simultaneously. The error resolved when both these acts were performed. Therefore, under h6. Medical device problem code section removed incorrect, inadequate or imprecise result or readings (a0908) and electrical shorting (a072102). The investigation was completed on 02-oct-2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31394015l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 28-oct-2024, noted a correction to the 3500a follow-up #1 under "d10. Concomitant medical products and therapy dates" section. Should have included "unk coronary sinus catheter" as in "h11. Additional manufacturer narrative" reported, "the issue resolved when the staff stopped pacing from a bad electrode on the coronary sinus catheter." However, additional information was received on 07-oct-2024 stating it was a webster coronary sinus catheter that was used that had a bad electrode. Therefore, processed the d10. Concomitant medical products and therapy dates section with "unk_webster cs with auto ID". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and the patient experienced pericardial effusion that required medication and prolonged hospitalization. The biosense webster, inc. Product analysis lab received the device for evaluation on 28-oct-2024 and per the evaluation completion on 16-nov-2024, observed a hole on the surface and reddish material inside the pebax. The bwi product analysis lab became aware of the hole on the surface of the pebax on 16-nov-2024 and have also assessed this returned condition as MDR reportable for a malfunction. Therefore, checked b1. Is product problem. The device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual inspection was performed and a hole on the surface and reddish material inside the pebax were observed. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The foreign material inside the pebax is an issue unrelated to event reported by the customer. The potential cause of the damage on the pebax could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. The physician thought he may have perforated in the appendage and therefore, believes the opinion on the cause of the adverse event was the procedure. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. In relation to the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿ issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿a hole on the surface and reddish material inside the pebax¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).